Event description:
The customer reported that their pump screen was dark and would not turn on, even though the device worked when plugged into a charger. The customer's blood glucose was not impacted. Technical support instructed the customer to attempt troubleshooting steps and eventually decided to replace the pump. The customer was instructed to use multiple daily injections as a backup therapy, to store the pump correctly, and to return the faulty device with a prepaid label within 10 days.